Event description:
It had also been reported that the rv lead and device had exhibited high out of range pacing impedance measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited noise and oversensing which resulted in greater than 2 seconds of asystole. The patient was seen for a lead revision procedure where a lead fracture was suspected although not conclusively identified. The lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported.